Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, as a presumed cause, it is highly probable that the replacement parts have deteriorated and the indicated phenomenon has occurred due to more than 15 years have passed since the product was manufactured. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was received and evaluated at olympus (B)(6) site. The power board, transformer, xenon lamp and emergency lamp noted to be replaced. Based on the event reported and device evaluation, the reported issue was attributed to component electrical failure. The failures could be due to use handling and or maintenance issue. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device does not turn on, the xenon lamp and the emergency lamp does not work. The power input card and transformer are altered by a third party. The issue found during an unknown event. No patient involvement reported, no user injury reported due to the event.